Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files sent in for review captured low flow and pulsatility index (pi) events on (B)(6) 2023. The low flows occurred at times when pi was elevated. There appeared to be no mechanical circulatory system equipment issues that caused the events. The patient was found to have right ventricular dysfunction and had symptoms of fatigue. Pressors and atrial pacing with a temp-perm pacer were used to support right ventricular (rv) function. This resolved the low flow alarms. The patient did not have right ventricular dysfunction pre-left ventricular assist device (lvad) implant and it was unknown if the lvad caused or contributed to the rv dysfunction. The patient was weaned off the pressors and pacer until they were discharged from the hospital on (B)(6) 2023.

Manufacturer narrative:
Section d3, g1: updated information section d1, brand name: corrected section d4, catalog number: corrected section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported right ventricular (rv) dysfunction could not be conclusively determined through this evaluation. Additionally, review of the submitted log files revealed a low flow alarm; however, a specific cause for the alarms could not be conclusively determined. The controller event log file contained events from (B)(6) 2023. One low flow alarm was observed which was associated with elevated pulsatility index (pi) values. No other notable events were captured, and the pump appeared to function as intended at the set speed. It was reported that a specific cause for the low flows was unable to be identified; however, the patient was noted to have rv dysfunction which was treated with adjustments in vasopressor medications and the placement of a temporary to permanent atrial pacer, and the alarms eventually improved with treatment. The patient also experienced fatigue associated with the rv dysfunction but remained stable. The patient did not have a history of rv dysfunction prior to lvas implant, and it was unknown if a device related issue had caused or contributed to the patient's condition. The patient was able to be weaned off vasopressors and the atrial pacer and was ultimately discharged from the hospital on (B)(6) 2023. The patient remains ongoing on hm3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, document #(B)(4), rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists right heart failure as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses all pump parameters. Section 1 and section 4 of the IFU, ¿system monitor¿, state that pi calculation represents cardiac pulsatility and pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e. The pump is providing less support to the left ventricle). Section 4 of the IFU describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 6 of the IFU, ¿patient care and management¿ (under ¿right heart failure), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Additionally, section 6, under ¿caution!¿, explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.